Event description:
The user facility reported that a pt had sustained a colon perforation following the successful completion of a therapeutic colonoscopy at their facility. The pt was reported to have gone to a different hospital to treat the perforation. No further detailed info was provided.

Manufacturer narrative:
Olympus followed up with the user facility regarding the reported event, but limited info about the pt was provided. The users stated to have utilized the subject device under the setting pulse cut slow at 10 watts during the procedure, which was reported to be considerably low compared to the normal setting of pulse cut slow at 120 watts for this type of procedure. The users stated that the low setting may have caused or contributed to the pt's outcome. An olympus field rep has visited the user facility following the event to provide add'l training, as necessary. The user facility declined to return the device to olympus for eval, as the users did not allege a device malfunction associated with this event. The device reportedly worked fine in subsequent procedures to this event. The cause of the pt's outcome cannot be conclusively determined. If significant supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.